Event description:
During baxter's evaluation a device did not detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
Mrf ref no.: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device evaluation is complete.